Event description:
The fisrt seal used cracked during loading. A replacement devcie was opened to continue the case. The graft was completed and upon removal, the seal came out clumped. The tm was present during the case and reported that the seal may have gotten cought during suturing. There was no tearing of the tissue and the case was completed without any medical or surgical intervention. The surgeon is an experienced user.